Event description:
Customer reported a hospitalization for high blood glucose. Customer stated her blood glucose rose above 300 mg/dl before bed, so she took a correction bolus and went to sleep. She woke up an hour later feeling very sick. She experienced nausea and extreme pain in her legs and across her chest. She went to the emergency room with a blood glucose over 600 mg/dl. She was diagnosed with diabetic ketoacidosis and treated with insulin. She will be discharged today. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Customer declined further troubleshooting because she is in the hospital and wants to send the device back for analysis. Customer's current blood glucose is 269 mg/dl. Nothing further reported.

Manufacturer narrative:
Device passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device received with cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip and battery tube threads.